Event description:
On the (B)(6) 2022, the customer from japan reported staining failure where part of slides had weak staining. The fse replaced the aspiration and dispense check valve and liquid level detection control board and the instrument was repaired. The instrument was fully operational and available for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.